Event description:
It was reported that this pacemaker device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This pacemaker was explanted. Another pacemaker was implanted to complete this procedure. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. This pacemaker was explanted. Another pacemaker was implanted to complete this procedure. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The correction report is being submitted due to a change in the b5. Describe event or problem field.this product investigation is still in progress. This report will be updated when product investigation is complete.